Manufacturer narrative:
Other text: additional information is provided for h.2. H.3., and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, had been decontaminated, the dso seal was bubbled, and the lens had a scratch. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The dso seal, and lcd lens were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the while is use the device loses its text and has a back lite screen. No key presses will get the screen to return. Per reporter the device has to be powered off. No adverse patient effects were reported by the customer.